Event description:
In august 2005 the customer reported an incident where the pt has been diagnosed with hemolysis after using the exceltra 190 dialyzer on cobe c3 hemodialysis machines, gambro bloodlines, and medisystems single fistula needle with mastergard distributed by baxter. There were no alarms noted during the treatment. The facility does not reuse dialyzers. The treatment started at 14:44. At 17:27 the pt complained of abdominal pain and back pain. During the treatment the hemoglobin dropped and the pt required three units of packed red blood cells. The pt was rinsed back and the treatment ended 13 minutes early. The doctor talked to the pt and advised pt to go to the hosp. The pt refused to go to the hosp. The pt's vitals were stable. That evening the pt had pain and went to the emergency room. A blood sample had been taken at the time of rinse back. From this lab sample hemolysis was determined. The pre-dialysis blood work indicated no hemolysis. This pt is dialyzed on a m-w-f third shift schedule. In 2005 the pt was on machine q.

Event description:
Machine q is at station 17. The facility currently is keeping the machine out of service. At 6pm (during treatment) the pt was given zemplar 7.0 mcg route ivp; reason: sec hyperparathyroidism. At 6 pm the pt was also given epogen. Reason: anemia in esrd. The facility measures the venous pressure at a 200 blood flow rate (bfr). For pt, it was 36, date unknown. Patient serum phosphorus level 5.8, date unknown (range 2.7 to 4.7). Historically, she got good ultrafiltration rates. After the event the symptoms lasted for our days, from 07-14-05 until 07-17-05 when the hemolysis started to clear (lab test results). 07-26-05 was the first labv draw where patient was not as isoteric. She went to a re-habilitation facility for our weeks. She had a re-admission for congestive heart failure (date unknown). She was treated and discharged 05. She returned to the facility in 05. She was weaker but stable.